Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4396 lead, implanted (B)(6) 2014; 6935m lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Battery voltage equals 2.94 as of (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead dislodged, inducing ventricular fibrillation (vf) for which the patient received inappropriate shocks from the right ventricular (rv) lead. The lv lead was explanted and replaced and the rv lead remains in use. It was further reported that the shocks unexpectedly reduced the battery longevity of the implantable cardioverter defibrillator (ICD) which remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.